Event description:
It was reported that the patient with this left ventricular (lv) lead experienced diaphragm stimulation. Subsequently, the therapy for this device and lead was programmed off. No additional adverse patient effects were reported. This lv lead remains in service.